Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the device set screw was in the connector bore and had a rounded socket. Also, the grommet appeared damaged. The analyst commented that the device was received at preliminary with no wrench or setscrew; both setscrews were installed in device.

Event description:
It was reported during implant, when attempting to connect the device to the lead that the torque wrench got stuck with the set screw and was not able to be pulled out. It was tried to pull the torque wrench out and it was dislodged out of the device connector with the set screw. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.